Event description:
The reporter states back to back results of 557 and 120 mg/dl. No report of an adverse event. Control values were not provided. Return requested and replacement was sent. These values fall in zone d on the ceg.